Event description:
After surgery patient reported experiencing pain in the neck and protrusion of the lead out of the neck. X-rays were received but have not yet been reviewed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
X-rays were reviewed. Ap and lateral neck x-rays with a portion of the generator visible were provided for the report of pain and protrusion at the neck. Based on the images provided, the appearance of the feedthrough wires and the connector pin through the second connector pin could not be assessed due to scope and quality of image provided. The generator was placed in the upper left chest. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Two tie downs were observed to be securing the lead; however, their placement could not be properly assessed due to the quality of the image. The presence and placement of strain relief bend and loop could not be assessed due to scope and quality of image provided. The lead could not be assessed if routed behind the generator or the lead wires at the connector pin due to the scope and quality of the image as well. No gross fractures or discontinuities were noted from the images provided, however microfractures could not be ruled out. Based on the images provided, no conclusion can be drawn for the cause of the reported pain and protrusion at the neck. Note that presence of fracture or microfractures cannot be ruled out. Programming history was reviewed with no anomalies seen. Additional information was received that per the physician the cause of the neck pain is not related to vns, however there is still pain where the electrodes are located. The suture holes can be seen sticking through the skin. The physician also believes this protrusion is not related to vns. The generator and lead were removed due to pain and lack of efficacy. No explanted product has been received to date. No additional relevant information has been received to date.

Event description:
Additional information was received from physician that the patient did received benefit from the vns. No additional relevant information has been received to date.